Event description:
It was reported that during a thyroidectomy procedure, the tip of the device had little or no tissue effect when placed on tissue on the max application. It would coagulate very slowly unless it was on min. They used the device to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 07/25/2008. Info anticipated, but unavailable at this time.